Manufacturer narrative:
The returned valve was patent. It met the requirements for siphon, reflux, pressure-flow and pre-implantation testing. However, the returned valve did not meet the requirements for leak testing due to a tear in the top of the reservoir. The instructions for use that accompany the device caution that ¿care should be taken in handling the valves as silicone has a low cut and tear resistance.¿ it is also suggested that the valve be placed in a surgically created loose subgaleal pocket. This allows gentle placement of the valve and minimizes handling with surgical tools. A review of the manufacturing records showed no anomalies. All valves are 100% tested at the time of manufacture. (B)(4).

Event description:
It was reported to medtronic neurosurgery that the valve was found to be obstructed intraoperatively. Reportedly, there was no injury to the patient.